Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer had experienced ongoing elevated blood glucose levels in the 200's up to 485 mg/dl with small to moderate ketones. The customer reported the suspected cause may have been due to illness. The customer delivered a bolus via the pump. The customer declined to troubleshoot with tandem technical support.